Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open wound on the side of the rib cage where one of the electrodes sits where the garment causes friction. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.